Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 3 closed samples for analysis. We have measured the diameter of the needles of the samples received and the results fulfill the specifications. The diameter measured of each needle is 0.725 mm, 0.726 mm and 0.726 mm. The specifications are: 0.72 mm in minimum and 0.74 mm in maximum. Furthermore, needle bending strength result conducted on the closed samples received is 17.265 n x cm in minimum and fulfills the needle specifications for bending strength of 13.4 nxcm in minimum. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.24 kgf in average and 3.15 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum) finally, knot security control has been conducted with the samples received and results are into the current range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results of needles tested during production control were 17.317, and 17.419 nxcm of each needle raw material batch used in this product and fulfilled the needle specifications for needle bending strength of 13.4 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. Customer complained that the needle is too thin and narrowed, when performing the user could not pull and make a knot at pulmonary artery. This creates a risk of having pulmonary artery rupture. Further information has been requested.